Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00016 (avaulta anterior biosynthetic support system). Note: this report corresponds with bard's report (B)(4) for an avaulta posterior support system. Add'l info from source: date of this report: 01/28/2011. Brand name: avaulta biosynthetic support system - posterior, product code: ftl. Catalog # 486010. (B)(6).

Event description:
Procedure type: urological. According to the reporter: the pt underwent posterior and anterior repair procedures for treatment of pelvic organ prolapse. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. It was reported by the pt's attorney that as a result of having the product implanted in her, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone or will undergo corrective surgery or surgeries, and has endured impaired physical relations with her husband.